Event description:
The pt presented a urinary retention involving ''a globe.'' The dr deflated the small balloon but without success, the wire and the probe was then withdrawn and the doctor noted the clear rupture of the latter. Approx 7cm remained in the bladder of the pt. Surgical operation was done to withdraw this piece of probe.

Manufacturer narrative:
The device has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, an addendum to this report will be filed, if required.